Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted several call service cs052 alarms over the course of one month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box showed cs 052 alarms had occurred. The pump was exercised without alarms being reproduced. The pump was opened and corrosion was observed on multiple assemblies within the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.